Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer blood glucose level was unknown. The customer stated that they had difficulty to see the screen. Sent a recycled pump and that visually it was unclear to saw the screen. The customer already got a second replacement pump with the same screen concerns. The device will be returned for analysis.